Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records was also not possible as the lot codes required for retrieval were unavailable. The initial report states the depuy femoral head was implanted with a competitor MFR liner. This use is not recommended. The investigation could not verify or identify any evidence of product contribution to the reported event with the info available. Based on the investigation, the need for correction action is not indicated. Should additional info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised due to poly wear and loosening of the keeled glenoid.